Event description:
The customer called to report multiple lost sensor alarms after inserting a new sensor. The customer then reported that he was hospitalized for high blood glucose levels earlier in the week. The customer felt that the event was caused by an infusion set that was inserted into scar tissue. Advised to speak with his healthcare professional about inserting in areas that don't have scar tissue. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2010-83570.